Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account generated repeatedly non-reactive axsym hcv v3.0 results on 2 samples from the same patient who tested reactive on other methods. The initial result for the first sample was non-reactive (s/co 0.40), a second sample was drawn and was also non-reactive (s/co 0.87), the second sample tested architect hcv reactive (s/co 2.10). The sample tested positive on the western blot method, ortho (microtiter) hcv was also positive and the riba method was weakly reactive. The account stated although the samples were drawn from a dialysis patient the ultrio nat (nucleic acid testing) was performed and was positive. There was no impact to patient management reported

Manufacturer narrative:
Evaluation: device/samples not returned. Retained kit testing met all specifications this late MDR is a retrospective filing. This report is being filed on an international product that has a similar product distributed in the us. Testing of the in-house sample of lot number 60368lf00 showed that the calibrator, controls and all sensitivity panels were within the specification range and a review of the sensitivity panels from the time of release testing compared to the investigation test results indicates no stability issue with this reagent lot. As part of our investigation we have reviewed the complaint and manufacturing records for axsym hcv version 3.0 reagent kit lot number 60368lf02. This review did not identify any problems relating to the customers observation. The customer is recommended to inspect all specimens for splashing, air bubbles and foaming. If necessary remove bubbles prior to analysis using a new applicator stick for each sample. Refer to the axsym system operations manual, section 7. It is recognized that currently available methods for the detection of antibody to hcv may not detect all potentially infectious units of blood or infected individuals. A non-reactive result does not exclude the possibility of exposure to or infection with hcv. Non-reactive test results in individuals with prior exposure to hcv may be due to antibody levels below the detection limit of this assay or lack of antibody reactivity to the antigens used in this assay. Based on our investigation we have determined that axsym hcv version 3.0 reagent kit, lot number 60368lf02 is performing acceptably. The complaint issue regarding the potential false non-reactive results are unclear, because the suspect patient samples were not received for further investigations. The investigation results were reviewed for related or different issues. No potentially related issues, including those of clinical significance, and no different performance issues were identified and no further action is required. This is the final report.